Event description:
It was reported that the patient experienced pain and swelling at the margin of the foramen magnum after surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet 2.0 x 7 mm lactosorb screw catalog #: 915-2301 lot #: unknown; zimmer biomet l shape plate right extended catalog #: 915-2150 lot #: unknown; zimmer biomet l shape plate left extended catalog #: 915-2151 lot #: unknown; zimmer biomet 2.0 x 7 mm lactosorb screw catalog #: 915-2301-ea lot #: unknown; zimmer biomet 2.5x7mm lactosorb screw catalog #: 915-2308-ea lot #: unknown. G2: foreign - japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00415. 0001032347-2023-00416, 0001032347-2023-00417, 0001032347-2023-00418, 0001032347-2023-00419.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: device evaluated by manufacturer - a product evaluation was not possible as the product was not returned and the lot number was not provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrrative.

Event description:
No further event information available at the time of this report.